Event description:
It was reported that the patient experienced hypoglycemia while using a dexcom g6, with cgm readings declining from 72 mg/dl to a nadir of 62 mg/dl, despite ingestion of approximately 8 grams of fast-acting carbohydrate from two glucose tablets; a contemporaneous glucometer reading was 92 mg/dl and the low lasted about 15 minutes. Symptoms included low glucose consistent with hypoglycemia. Outcomes included resolution without hospitalization. Investigation included troubleshooting and education during the call. Investigation of this case revealed no device alarm or malfunction reported, and the patient attributed recent lows to reduced carbohydrate intake without other contributing changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.